Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w 2.8c. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unable to verify battery cap damage due to pump received without the original battery cap. No missing serial number label noted.

Event description:
Medtronic received information that labeling anomaly, packaging anomaly, battery cap cracked/damaged occurred. There was an allegation of hyperglycemia as a result of this event.